Event description:
Neptune waste management system continues displaying a prefill error and shuts off. Staff have a back up machine in the room should this occur. Stryker is working with biomed to identify and resolve the issue. No harm to patient.